Event description:
It was reported that the sensor cassette was found to be defective. There was no reported patient involvement and there was no harm. This issue could interrupt therapy if it occurred during patient use and could potentially affect the patient.

Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.